Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a proglide after a cardiac ablation interventional procedure using an 8.5f sheath. Reportedly, femoral imaging was not performed. The first proglide suture was placed at the center access site without issue and hemostasis was achieved with the first proglide suture at the center. Then the second proglide was placed at the distal access site but right after it was noted that bleeding increased, so echo imaging was used to check the site. The vein was swelling, so acute vein occlusion was confirmed to have occurred by the second proglide suture and it failed to achieve hemostasis. The suture was cut and surgical treatment was applied. Hemostasis was achieved via surgical intervention. The patient recovered. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The patient effects of hemorrhage, occlusion and swelling are listed in the electronic proglide instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.